Event description:
In 2005, I underwent hernia surgery. Prolene mesh was implanted into my abdominal just about my naval. Four months after this surgery, I suffered from extreme gas, nausea, bloating, acid reflux, irritable bowel, constant pain, bleeding in bowel, and pain from a fistulae that occurred after my surgery. I take zantac after each meal. I am disabled due to this. In 2008, I underwent surgery to repair the fistulae. I am still in pain and this did not remedy the pain I am having from this fistulae. I am sending this to the FDA to update my health deterioration since the last contact (2007). I plan to file for social security disability due to my physical condition. I have not worked since 2008.